Event description:
A patient had a filter placed without event for bilateral pulmonary emboli due to immobility and inability to anticoagulate. Anticoagulation therapy of lovenox was administered pre and post procedure. However, it was noted that the patient did not receive lovenox immediately after ivc filter. The patient did have a contraindication for anticoagulation, as the patient had a history of falls. There were no recurrent pe in spite of anticoagulation, and there was no thrombus at the delivery site prior or post procedure. However, within hours after the procedure in the recovery area, the patient became hypotensive, and subsequently, a large retroperitoneal bleed from the area of implanted filter was noted. The patient went into shock and died. It was confirmed, thereafter, that the barbs of filter penetrated the caval wall and caused a tear at the area of implant.